Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial originated arrhythmia with atrial events in blanking, therefore under sensed. Different reprogramming options were discussed for this crt-d that remains in service at this time. No additional adverse patient effects were reported.